Event description:
Asr revision; asr xl; right; reason(s) for revision: pain / raised ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 17 august 2015: updating to legal with kennedys ref. (B)(4). Updated to bilateral. See com (B)(4) for left hip. Added expiry dates for products. Taken from kennedy spreadsheet (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained th. Asr revision. Asr xl. Right. Reason(s) for revision: pain / raised ion levels. Update 17 august 2015: updating to legal with (b)(6. Updated to bilateral. See com 130545 for left hip. Added expiry dates for products. Taken from (B)(6) spreadsheet 7 august 2015. (Pd 17 august 2015). Update nov 03, 2017 email notification received. Updated complainant information. This compliant was updated on: nov 07, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. At was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.